Manufacturer narrative:
The reported incident that variax foot/elbow 2.7/3.5 was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by heavy use over the years. The device inspection revealed the following: the visual inspection showed that the welding of the depth gauge has indeed broken off and the pin has disengaged completely from its original position. It is also visible that the rod is slightly bent which gives us an indication that possibly too much mechanical force during often use may have been the cause of this damages (wear clearly evident). The hook as such is still intact though. A review of the device history for the reported lot did not indicate any abnormality as it was manufactured according the given specifications at that time. The event involved a product problem which is already addressed by CAPA (B)(4). No further action is required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the surgeon noticed that the tip of the depth gage was broken when he measured the screw length. He could not specify when the gage was broken. Another tool was used instead of te broken depth gage and the procedure was finished.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon noticed that the tip of the depth gage was broken when he measured the screw length. He could not specify when the gage was broken. Another tool was used instead of te broken depth gage and the procedure was finished.